Manufacturer narrative:
A review tickets determined normal complaint activity for lot 04029fn00, and no trends were identified for the product for the complaint issue. Return testing was not completed as returns were not available. Specificity testing was performed with a retained kit of lot 04029fn00 and all specifications were met indicating the lot is performing acceptably. A review of the manufacturing documentation did not identify any issues associated with the customer's observation. A review of the product labeling concluded that the issue is sufficiently addressed. Per product labeling the specificity for total donors including serum and plasma is 99.76% with a 95% confidence interval of 98.68% to 99.99%, therefore, the occurrence of false positives in samples tested with alinity I anti-hbs is possible. Based on the investigation no product deficiency was identified for the alinity I anti-hbs reagent, lot 04029fn00.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. There was no additional patient information provided due to privacy issues. This report is being filed on an international product, list number 7p89 that has a similar product distributed in the us, list number 7p88.

Event description:
The customer observed false reactive anti-hbs results on one patient with lot number 04029fn00 when compared to the old lot number 95365fn00 on the alinity I analyzer. The following data was provided: on (B)(6) 2020 sid (B)(6) old lot number 95365fn00 = 8.77miu/ml (<10.00 miu/ml = nonreactive), new lot number 04029fn00 =10.26 (>/= 10.00 miu/ml is reactive). There was no impact to patient management reported.